Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument clip would not fire. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was found to have two (2) severely bent grips, causing misalignment of the grip-tips. There was a 0,80 mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.